Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding about 40% of box will not complete flow check. Needle is clogged. Consumer claims the non patient end looks streight. Lot # 2137654. Catalog# 320555. Date of event unknown. Sample status awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: customer returned 39 loose pen needles inside a cylindric canister. It was reported that needle is clogged. Visual inspection was performed to the returned samples and was found that 38 of the needles have the non-patient end canula bent and one needle has the non-patient end canula broken. Unable to perform the flow test due to bent/broken npe canula. Most likely the customer's reported failure needle clog occurred due to bent/broken npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample returned, embecta was able to confirm the customer-indicated failure as bent/broken cannula npe. As the return samples were opened, the root cause cannot be determined.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding about 40% of box will not complete flow check. Needle is clogged. Consumer claims the non patient end looks straight. Lot # 2137654. Catalog# 320555. Date of event unknown. Sample status awaiting sample.

Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.